Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the event was noticed during handling activities and not during surgery.therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during a thr surgery the r3 depth gauge was fractured. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.